Event description:
A user facility reported that an electromechanical ambulatory infusion pump under delivered during use. On two occasions, when the patient returned to the clinic, only 30cc of the total 150ml volume had been delivered. The initial reporter reported the event after the second occurrence of under delivery. They also indicated that there was no injury associated with either incident.